Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A doctor reported an issue with a 14cm solero applicator. The probe was opened, prepared and tested as normal without incident. During the procedure, the doctor wanted to insert the needle through rib cartilage based on the location of the lesion. When the doctor attempted to push the applicator through the surface of the rib cartilage, a "snap or pop" was felt. The procedure was being performed in a CT suite so the patient was scanned at this time and the scan showed that the applicator was still intact; however, the doctor felt more comfortable removing the probe and testing again. When the probe was removed from the patient, a visual inspection concluded that the force placed on the probe, when trying to push it through the cartilage, compromised the joint of the white ceramic tip and the metal shaft of the probe. It was confirmed the tip did not detach and the junction was just bent. The procedure was completed using another same device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. As the tip bent inside of the patient and posed a potential patient safety risk, this event meets the criteria of an adverse event. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.

Manufacturer narrative:
Returned for evaluation was a solero applicator. As received, the probe ceramic tip was bent as reported by the customer. The customer's reported complaint description is confirmed. The device tip was bent while trying to be advanced through the rib cartilage. The force exerted to advance the device caused the ceramic tip to bend out of alignment at the junction with the metal shaft. This then cracked the ceramic tip which is the likely source of the "snap or pop" indicated. This is a failure due to external stresses on the device and is not a manufacturing or workmanship issue. Root cause of tip bent is handling damage during insertion of probe through rib cartilage. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." Placing the device 14. Using ultrasound or other imaging guidance, place the device into the target tissue. The junction of the ceramic tip to stainless steel shaft should be placed at the center of the lesion. Using the shaft markings on the applicator can assist in placement of the device. 15. The black shaded area on the shaft should be fully inserted into the tissue. 16. Verify the position of the device with ultrasound or other imaging guidance. Precautions avoid placing lateral forces on the applicator tip during placement or removal. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: do not bend the applicator as this may impair the function of the cooling system and may damage the microwave feed line inside the applicator. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).